Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the instrument is sheared off.a review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection.the probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument fracture during usage of the device.

Event description:
It was reported that the instrument fractured during use. The tip remains embedded in the screw. Patient outcome: no adverse effect reported as result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 2 mdrs filed for the same event. Also see: 0002242816-2013-00009.